Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a motor rate error. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of motor rate error. Verified complaint in alarm history. No previous service records were available. Was able to reproduce the error with the plunger travel test. Replaced the lead screw, worm gear, clutch assembly and worm coupling. Pump continued to produce error. Replaced stepper motor, no change. Replaced main printed circuit board (pcb) and loaded standard 1a12 configuration. Probable cause of error was bad motor rate sensor on pcb. Pump passed all functional testing. Found battery to have surpassed 100 charge cycles, replaced battery.